Manufacturer narrative:
Additional patient information: (B)(6). Date of event: unknown. This report is for one (1) unknown screw. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date approximately six (6) months ago. The complainant part is not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient returned to the operating room on (B)(6) 2016 to undergo a trochanteric fixation nail advanced (tfna) removal procedure due to non-union. The initial procedure to treat an inter-trochanteric fracture was performed six (6) months ago. During that procedure, a tfna nail, helical blade, and screw(s) were implanted. During a post-operative follow-up visit, non-union was identified and a revision scheduled. All of the originally implanted hardware was removed intact; then, the patient was revised to a total hip replacement. The procedure was completed successfully without delay. The patient's post-operative status was reported as stable. This report is for one (1) unknown screw. This report is 3 of 3 for (B)(4).